Event description:
Related manufacturer reference number: 2017865-2023-72718 it was reported that the patient presented with left ventricular lead that exhibited high capture threshold and an implantable cardioverter defibrillator that exhibited an unspecified issue. The left ventricular lead was capped and replaced on (B)(6) 2023. The implantable cardioverter defibrillator was explanted and replaced. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.